Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer suspected the infusion set or infusion site was the cause but was unable to identify any specific issues. Cause for the occlusion alarms could not be determined. There was no reported impact to the customer¿s blood glucose level.